Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the reamer fractured during a routine procedure and was considered premature by the surgeon.